Manufacturer narrative:
Medical device expiration date: unknown. Device manufacture date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
¿It was reported that after assembling of the bd phaseal¿ connector luer-lock-connector, and during administration of the doxorubicin, the hcp fount the connection of the spike set and injector was unstable.¿

Manufacturer narrative:
Investigation summary: one sample was received and evaluated by the fukushima pir lab. Upon evaluation of the sample received, no anomaly was found in the connector to verify the instability of the spike set and injector. A device history record could not be evaluated as the lot number is unknown. These are the inspections performed during manufacturing process for connector c35: during molding process: visual inspections for connectors are performed by the operator to avoid faulty parts (flashes, unfilled and burned parts, etc) according to ph-300 (current version). Critical to quality dimensions of all connector components are measured to check if the dimensions are within tolerance (ph-300). Luer cone and luer thread diameter are checked every 8 hours and at the beginning of the lot and after a machine stop. Go / no go gauge. Tip luer cone diameter is verified at the beginning of the lot and after a machine stop with a caliber. Assembly process: according to ph-303 it is checked the correct welding and position of the membrane, the absence of dirt and the well assembly of the cap. The correct welding of the membrane is doing according to pc-234 (current version). Finally, leakage test is performed in the quality lab to ensure the quality and functionality of the membrane according to pc-226 (current version). Investigation conclusion: based upon the investigation performed, the root cause of this incident cannot be determined.